Event description:
It was reported the device's oxygen indicator ball is sticking. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacturing date and device expiration date could not be determined.

Manufacturer narrative:
Other, other text: additional event information received (updated b5). H6: event problem and evaluation codes: update not required. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 22-dec-2022. This malfunction was discovered during maintenance and there was no patient involvement. It was discovered the day the service request was called in.

Manufacturer narrative:
H6: health impact and evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in with marks on the eyeball shroud ring. Functional testing confirmed the complaint. A faulty gas supply indicator was attributed as the cause. Root cause of the gas supply indicatory becoming faulty could not be established. The previous service history was reviewed and deemed unrelated. Replaced gas supply indicator and eyeball shroud ring. Replaced MRI battery, sintered filter and o'ring for the preventative maintenance (pm). Replaced gas supply indicator set and shroud ring to resolve customer reported issue. Performed pm, cleaned unit and affixed new service label. The device passed all functional testing after the completed repairs.